Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels above 600 mg/dl. The wife stated that the insulin pump alarmed no delivery several times prior to the hospitalization. Troubleshooting was performed. The time was one hour off on the insulin pump, but all other programming was correct. The insulin pump passed the prime and high pressure tests. The customer changed the infusion set two days prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.